Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2018. Approximately 3 years and 6 months after the first revision the patient had a second right knee revision on (B)(6) 2022. The patient experienced component loosening, osteolysis, synovitis, joint pain, swelling, and loss of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Correction: further review determined this is a duplicate. The event has been reported under MDR# 1038671-2022-00815.